Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received shock for atrial fibrillation (af) with rapid ventricular response (rvr), rhythm ID on, inhibited and until v>a. Remind me of this. Boston scientific technical services (ts) discussed how rid works. This is programmable. Discussed where to program rid on the programmable. Discussed what turning it off will do. Caller stated that therapy was exhausted on this patient and this episode happened over the weekend. No adverse patient effects were reported.